Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm anomalies noted. No unexpected audio or vibrate anomalies noted. No unexpected missing or segment partial display anomalies noted. No unexpected backlight anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with stripped battery cap coin slot and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer high blood glucose level was 41 mg/dl and on the next day the blood glucose was 43 mg/dl. Customer also stated that the blood glucose was 180 mg/dl. Customer was treated with the snacks. Customer also stated that the insulin pump had partial display and it makes the screen little difficult to read. Customer also stated that the insulin pump had motor error. Customer also had the problem with the beeps of the insulin pump, it does not beep as loud as it wants. The customer was treated with fruits snack for the high blood glucose. The customer was assisted with troubleshooting. The device will be returned for analysis.